Event description:
A manufacturer's field rep was demonstrating the ultegra rpfa-trap to a dr using a blood sample obtained from a pt who had not received any "gp llb/llla" inhibitor drug. A test result of 18 "pau" was obtained. This result is lower than the baseline (pre-drug) reference range cited in the device package insert (125 - 330 pau). Before a sample could be obtained for a retest, reopro was administered to the pt. After drug, the test result was 6 pau.